Event description:
The customer has multiple ( 5 ) occurrences of spikes falling out of the IV bags. These were occurrences at the bedside, at the time of administration. Two happened on (B)(6) 2022. There was leakage and exposure for all 5 occurrences. During one occurrence, the user(staff) got splotched in the eye. Injury- exposure to chemotherapy